Event description:
Boston scientific received information that four days post-implant, the patient implanted with this right ventricular (rv) lead underwent a lead revision procedure. The rv lead was repositioned due to a perforation of the myocardium. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.